Event description:
It was reported that during an elective percutaneous coronary intervention (pci) case with chronic total occlusion (cto) at the proximal left anterior descending artery (lad) under the drug eluting stent (des) plan of treatment, the cto lesion was tried with a pilot 150 guide wire (gw), but could not cross, then changed to a progress 200t which successfully passed the lesion. The physician planned to stent with a des and inserted an advance gw to protect a side branch. The progress was removed from the vessel and was replaced with the pilot 150 gw which was previously used, and a microcatheter at the lad. The physician felt it was difficult to move the gw through the guiding catheter and, so removed the system out and flushed the clot from the catheter. He then repeated the procedure. Also dilated the lesion with a non-abbott dilatation catheter and a non-abbott stent. There was no reported pt sequela. The physician could not determine if difficulty with the gw or the gw coating or intermediate coil contributed to the "clot".

Manufacturer narrative:
(B)(4). The device has been rec'd. The investigation is not yet complete. The hi-torque progress (par 1011842, lot 0022291) and advance (part and lot number unknown), indicated are being filed under separate MFR #.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned hi-torque pilot guide wire found no blood or contrast visible which is consistent with the guide wire being wiped down prior to shipment to abbott vascular for analysis. Analysis noted a kink in the core 3.8 cm proximal to the tip ball and a slight bend in the core 7 mm proximal to the tip ball. The noted damage is consistent with interaction with other devices, use of the device/operational context of the procedure and/or shipment post procedure as no damage was noted prior to use. Inability to cross the lesion and resistance between the guide wire and the guiding catheter can be affected by numerous factors including, but is not limited to, patient anatomical morphology, patient disease state, product placement technique, product size selection and accessory device support; and is typically not associated with a product quality deficiency. Having the appropriate equipment selected for use, related to the case conditions, can also significantly affect crossing and it is expected that wires with different performance properties would perform differently in crossing attempts. In some instances, such as during manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearance between the guide wire and guiding catheter can be reduced to an undesirable level and cause resistance between devices. It is also possible that the guiding catheter used in the procedure had coagulation of blood, which also could have contributed to the difficulty. It was reported that the lesion was heavily calcified and the vessel was mildly tortuous which likely contributed to the reported inability crossing the lesion as explained above. The guiding catheter used in the procedure was not returned which may have aided in the evaluation. The returned product analysis did not confirm the reported resistance between the guide wire and the guiding catheter as the guide wire was advanced through a new guiding catheter and there was no resistance noted. The maximum outer diameter (od) of the guide wire was measured with a laser micrometer and met manufacturing criteria. It is unknown if the patient effect of thrombosis occurred as a result of resistance causing a delay in the case, or if other factors such as overall health, condition of the patient, or current medications the patient was or was not taking contributed. Based on the available information, a definitive cause for the reported patient effect of thrombosis, and the relationship to the product, if any, cannot be determined. Overall, the reported inability crossing the lesion appears to be related to operational context of the procedure and a conclusive cause could not be determined for the reported resistance between the guide wire and guiding catheter and there is no indication of a product quality deficiency. Manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.